Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The shaft was kinked approximately 9cm from the strain relief. The stent was inadvertently deployed approximately .8mm from the marker band. The middle shaft was also buckled at the marker band area of the device. The thumbwheel was slightly rotated and the stent started to deploy. This was done to confirmed functionality of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. The target lesion was located in the distal superficial femoral artery (sfa). During preparation of a 5x120x120 epic¿ stent, it was noted that the stent had 'flowered' at the first 2mm and the thumbwheel was not functioning preventing the stent to be released from the sheath. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. The target lesion was located in the distal superficial femoral artery (sfa). During preparation of a 5x120x120 epic¿ stent, it was noted that the stent had 'flowered' at the first 2mm and the thumbwheel was not functioning preventing the stent to be released from the sheath. The procedure was completed with another of the same device. No patient complications were reported.